Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The shafts, balloon, tip and welds were microscopically examined. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination revealed a longitudinal tear along the entire length of the balloon. Inspection of the remainder of the device revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 16-nov-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). The lesion was pre-dilated with a 2.0 x 20mm maverick balloon catheter. Then, a 2 mr 2.00mm x 15mm maverick²¿ balloon catheter was advanced but failed to cross due to calcification. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon longitudinal tear.